Event description:
Started gradually with chronic fatigue syndrome, than ibs and gastro issues, severe inflammation. With many trips to rheumatologist. I have many blood work tests please contact me if you need more information. I spent (B)(6) on medical last year. Since explant I am off all anti inflammatories. FDA safety report ID # (B)(4).